Event description:
Reporter alleged the needle that is a part of the sofclix plus lancing system used in finger-stick blood glucose testing was sticking out of the device. Reporter stated the lancet was fitting into the device but once when placing the cap on it, the needle was still appearing. Reporter did not indicate whether the needle protruding from the cap was discovered while priming or after use. No more information was provided or could be obtained from the customer despite several unsuccessful attempts made by the manufacturer to contact the customer. A request was made for the return of the suspect device and replacement product was sent.